Event description:
It was reported by the user facility that they were investigating a pt death from an air embolism and they determined that one of co's devices was used during the procedure. The user facility stated that the death and the device use may not be related. It was alleged that nurses currently are reporting that microbubbles are forming/appearing in the IV tubing during use.